Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was unknown but it was noted that the patient was extremely sensitive to any level of stimulation when utilizing electrodes #0 and 1 in the programming. The reprogramming of the patient¿s implantable neurostimulator (ins) was performed on (B)(6), 2013 by the manufacturer¿s representative and the patient was given 3 new programs which utilized the new electrode configuration of #2 and 3 with the ins. The patient felt the stimulation in the lower right buttock and the leg on most programs. It was also clarified that the patient experienced pain and not incontinence symptoms. The patient was going to try the new programs and was instructed to call the physician¿s office if one does not work. The patient outcome was reported as no injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was going to the bathroom more often.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect on (B)(6) 2013. The patient was 'going more often' and having cramps and spasms she didn't have before implant. The reporter stated that the patient tested negative for infection. The patient was tentatively scheduled to meet her healthcare provider (hcp) on (B)(6) 2013. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 3889-33, lot# v956852, implanted: (B)(6) 2012, product type lead. (B)(4).